Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and b7.

Event description:
It was reported that this patient with a 27mm edwards surgical valve underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years due to severe mitral stenosis from natural disease progression. The tmvr was performed with a 29mm 9600tfx transcatheter valve. A 28mm tru balloon was used to intentionally fracture the surgical valve ring at 22 atm. The peak and mean trans-mitral gradient reduced to 5/3 mmhg after the procedure. Post procedure left ventriculogram showed a well-seated valve with no mitral regurgitation. The patient was stable post procedure. The patient was discharged on pod #2.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm edwards surgical valve underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years due to mitral stenosis from natural disease progression. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient was stable post procedure.